Event description:
Per the clinic, the patient experienced poor healing at the implant site. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2025, to remove the diseased tissue. The implanted device remains.